Event description:
Balloon dilatation catheter ruptured at four atmospheres (atm) during procedure to remove a renal stone. There was sufficient dilation prior to rupture to allow for removal and completion of procedure with a semi-rigid ureteroscope.